Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer could smell insulin. The customer did not notice any damage to the cartridge or infusion set and was unable to identify any possible leakage. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to manual injections for insulin therapy.